Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced uncomfortable stimulation in their ipg pocket site on numerous occasions (described by the patient as shocking sensation). Reportedly, the ipg would no longer communicate with external devices and the patient programmer displayed an error message (B)(6) 2017. Troubleshooting performed by the company representative deemed the device inoperable. As a result, surgical intervention may be undertaken as the next course of action to address the issue.

Event description:
Follow-up identified surgical intervention was undertaken wherein the ipg was explanted and replaced with a new model which resolved the issue.